Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring. The alarm was due to a zero ml reservoir volume that was reached. The pump was due to be refilled "this past august" but the patient missed scheduled refill potentially due to some other medical reasons. It was also reported that the patient had not had refill since (B)(6) 2014 and missed several follow up appointments with their physician. It was noted there was possible insurance issue. It was reported that "25ml had been dispensed since volume hit zero ml." The alarm could not be silenced without changing the volume and updating which the patient needed to see the physician for. Patient and wife both were hard of hearing and could not hear critical alarm. The patient was being weaned off system. No symptoms were reported. It was noted that the patient was doing well as of (B)(6) 2014. The patient had not been receiving drug for months at their request. The patient was returning to see the physician on (B)(6) 2015 for discussion of pump removal due to other medical reasons. The pump system was delivering morphine. Additional information received reported that the patient was also taking norco at the time of the event. The patient experienced nausea, vomiting, and was intolerant to intrathecal medications. The patient wanted the pump explanted. The patient recovered without permanent impairment. As of (B)(6) 2014, the pump was used to deliver hydromorphone (0.480mg/day, concentration of 10mg/ml).